Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Just the knife blade of the loading unit was received with nicks. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a pharyngeal pouch procedure, the blade came out of the device during the unloading of the reload. The first firing worked. Another device was opened to complete the case. There was no patient injury.